Event description:
The pt's mother reported that after approx. Five minutes of use, the unit made a popping sound and blue sparks came out the back of the unit. No injury to the pt or the user occurred. However, burn marks were found on the pt's shirt and his ng tube was found to be melted in one spot. The pt's mother does not know what caused the tube to melt but assumes it was caused by a spark. The unit is being returned for evaluation.